Manufacturer narrative:
The test reservoir does not lock properly inside the reservoir tube. The pump was received with minor scratched display window. The pump was received with cracked case at display window corner. The pump was received with cracked battery tube threads. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, and with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with several scratches on the display window. It was reported that the reservoir connection was broken.